Event description:
It was reported that, while the device was in use at a cord blood processing facility, a leak from the transfer bag was detected as follows. Customer reports the following: previously collected umbilical cord blood had been transferred into the transfer bag component of the device. After the initial centrifugal stages of processing, the transfer bag containing the cord blood was placed on the orbital mixer and cyropreservative was added via syringe pump. At the time of placing the unit on the mixer, there was nothing unusual noted about the unit. At the end of the 15-minute mixing period, the unit was taken off the orbital mixer. The tech then noted blood on her glove. After closer inspection, she discovered what appeared to be a cut in the 200 ml transfer bad. The loss of blood amounted to appr 0.1 ml. Hemostats were used to contain the blood until it was transferred into the freezer bag. The unit was then processed and frozen for storage as per the usual procedure.

Manufacturer narrative:
Device evaluation begun, but not yet completed.